Event description:
Information received by medtronic indicated that the customer had a communication issue between the insulin pump and the minimed mobile application. Troubleshooting was partially performed and later declined by the customer, however, advised to force close and re-launch the minimed mobile application and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.